Manufacturer narrative:
Reported event: the reported device was a anspach hd long attachment catalog # 110920, s/n (B)(4), RMA 237477. Device history review: device history review shows that 120 units were received and accepted into inventory on 10/30/2015. Device evaluation and results: inspection could not be completed because the device was not returned. Complaint history review: complaint history review shows no other complaints for serial number (B)(4). Tracking of complaints related to the 110920 part number will be tracked through quarterly trend request #866. Conclusions: no inspection could be completed because the device was not returned. If the device is returned, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device not returned.

Event description:
The surgeon was performing a partial knee arthroplasty procedure using a robotic arm interactive orthopedic system. After the case, it was noticed that the hd long had a black residue on the burr tip.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a partial knee arthroplasty procedure using a robotic arm interactive orthopedic system. After the case, it was noticed that the hd long had a black residue on the burr tip.